Manufacturer narrative:
UDI could not be included in this report since customer did not provide lot number. Siemens have requested more information from the customer to perform further investigation. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported false negative result for covid on clinitest covid19 self test. There was no reported injury due to this event.